Manufacturer narrative:
Trackwise # (b(4). The lot # 3000299042 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device discarded.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobati stabilizer z, they turned the handle to fix the arm of om10000z, but the handle became loose and they could not fix it. They took out a new om10000z and used it to complete the ope. There were no particular effects on the patient, such as delays in surgery.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.